Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of double beeping was not verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had a double beep alarm with the cassette. No reported adverse effects.

Event description:
Additional information received: occurred during testing, no patient involvement.